Event description:
We have been having problems at our facility with plum a and plum a+3 pumps (>200) inadequately preventing fluid from entering the device and causing damage to the pumping mechanism and sensors. Fluid ingress could result in the pump not recognizing the cassette. Error codes n180, 181, 186, 187, 250, 251 and 346 may be displayed. No patient harm has occurred and hospira tells us they will be working on the issue in the 2nd quarter of 2013. Problem has been occurring from march 2012 to present. No patients have been harmed.what was the original intended procedure?infusion.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.